Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit was showing wrong reading on the left and right side when used with their device. The data going into their system was different to what was seen on the monitor. There was no patient injury.